Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized for one day due to diabetic ketoacidosis. Customer changes her site and cartridge every 3.5 days. During system check customer noticed a leak in the tubing where it connects to the cartridge. Customer was treated with intravenous saline and insulin injections.